Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D10 concomitant therapy date on (B)(6) 2024. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the screws were not aggressive enough; they could not be advanced past the max awl and drill bone purchase depths. The bone was stripped. This also means that the locking mechanism cannot be engaged. Surgeon, who prefers 36mm length screws, had to abort his plan to instrument with a lateral plate. This added time to the surgery. The awl and drill for this system have max penetration depths of 20mm and 26mm. In the presence of sclerotic bone, the suggested technique for preparation and insertion of conduit switch plate with any screw longer than 26mm can result in failed plan a, inability to successfully place this implant (wasted resources) and the need to pivot toward a bailout plan during the case. The surgery was completed successfully. However, time under anesthesia and retraction in the psoas was increased due to this issue. There was no harm to the patient and no broken instrumentation. This report is for unknown plates. This report is 2 of 2 for (B)(4).